Event description:
It was reported that from 07 patient experienced more dislocations and was revised for a second time in 2007. Patient states that she is still experiencing pain in the groin area.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.